Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at hospital for device check. Upon review, the right ventricular lead exhibited lack of capture which was not reproducible. Programming changes were made to address the lack of capture. The hospital did not report any patient symptoms and the patient reported feeling fine.

Manufacturer narrative:
A partial lead was returned in three pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-04826. New information received on (B)(4) 2019 stated that the patient experienced syncopal episodes and presented to the hospital. Upon review, the right ventricular lead exhibited loss of capture despite device programmed setting, having normal thresholds, and normal programmed safety margin. The atrial lead exhibited steady trending up lead impedance. Device was reprogrammed to avoid pauses. X-ray revealed that the atrial lead had dislodged. Both leads were extracted with no complications. A new pacing system was implanted. The patient was stable before, during, and after the procedure.